Manufacturer narrative:
(B)(4). The patient experienced chronic pelvic pain and vaginal area pain, retention and leakage, recurrent utis, diagnosis and treatment for e.coli, recurrent vaginal and yeast infections, lower abdominal pain, severe constipation, rectal bleeding and blood in urine. The patient underwent cysto with hydrodistention on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent 3 colonoscopies from 2005-2011. It was reported that the patient underwent kidney stone removal and stent placement on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).